Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The insulin pump did not have a battery installed when received. The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, occlusion test and dat test due to missing retainer. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. The insulin pump also had missing reservoir tube o ring, minor scratched display window, scratched case, scratched or damaged serial number label, pillowing keypad overlay and cracked keypad overlay at the select button. The insulin pump communicated properly with the guardian link 3 and the test plug. No insulin pump or sensor communication anomaly, calibration anomaly, change sensor alarm, bad sensor alarm, calibration error alarm or calibration not accepted alarm noted. Change sensor or bad sensor cal error or cal not accepted.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2019. The cause of death was congestive heart failure. The caller stated that the customer had heart failure that may have led to the customer's passing. The customer¿s blood glucose was around 280 mg/dl at the time of admission. The caller was unsure if the customer was wearing the insulin pump at the time of death. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The insulin pump had been disconnected within 48 hours prior to passing. The customer was using sensors. This case is being reported for the failure analysis results only. The caller agreed to return the insulin pump for analysis. The pump was unable to perform the displacement test, occlusion test and dat test due to missing retainer. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer.